Manufacturer narrative:
The device has been returned and is pending investigation. Upon completion of the investigation, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager overheated resulting in the charging cable melting into the charging port. The patient confirmed using an insulet supplied charging cable. The device has been replaced.

Manufacturer narrative:
The case description states that the user reported their controller overheating and part of the charging cable and adapter melted and burned. The physical controller, charging cable, and an adapter were returned for investigation. No serial number was observed on the charging cable, indicating that it is not a post fix cable. The returned adapter was not an insulet-provided adapter. The returned cable showed evidence of thermal damage. Inspection of the usb-c end of the cable found the plastic to be melted with the metal connector piece broken off from the cable. No damages were observed to the usb end of the cable. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port of the controller found the plastic around the charging port to be warped and damaged. Damage was also observed inside the charging port to the internal connector, and debris was found inside the charging port. The back cover and second interior back cover were removed and inspected for signs of fluid ingress. Both fluid ingress indicators on the pcb were observed to be white, indicating that they did not come into contact with fluid. No evidence of fluid ingress was observed. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary.